Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 5 insep latch magnet was fell out. A field service engineer replaced the latch to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system full height cubie drawer auxiliary 5 not recognized as closed. The customer added that this malfunction occurred when trying to issue a medication to a patient and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.